Event description:
Endotracheal tube (ett) used with stylet. Plastic coating of stylet detached from stylet when stylet removed from ett after intubation. 10 cm piece of plastic coating remained in ett which was in infant's esophagus. Unsure if ett tube contributed to make the stylet defective. Infant electively extubated due to the plastic piece in original ett and reintubated.